Event description:
The event is reported as: complaint alleges that the circuit is leaking during a est on a pb 840 ventilator. The leak occurs at the pt wye. Complaint states that the leak resulted in a failed est (extended self test). No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.